Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the report that the pump populated with incorrect rate for andexanet IV low dose could not be identified during the investigation; however, the previous remote IV order was at the reported intended rate of 24ml/h and infused a volume of 1.29ml. The devices were not returned for investigation and the event logs were not provided for keypress replication. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was recorded as infusing andexanet (1000mg in 100ml) at a rate faster than the ordered rate. The andexanet was ordered to infuse at a rate of 24ml/hour, however the infusion was recorded at a rate of 80ml / hour. There was patient involvement and no harm.